Event description:
It was reported that 2 hours after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The lesion being treated was a tortuous left anterior descending (lad). Via femoral approach, the physician predilated the lesion with a cordis 1.5 m x 15 mm balloon and a medtronic 2.0 mm x 15 mm balloon. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 24 mm drug eluting stent. IV reopro was administered during the procedure. The final result was well positioned and apposed. Plavix was administered pre procedure and post procedure. Two hours later the patient complained of chest pain and tachycardia. Repeat angiography revealed a thrombosis at the stent. It was also reported that a dissection occurred as well. The physician used an avantec dura flex 2.5 mm x 18 mm stent to repair the dissection and complete the procedure. The patient's condition is listed as satisfactory per the physician.